Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. However, pump passed the displacement test, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump act button had issue. Customer stated time was advanced. Customer experienced high blood glucose level and was treated with insulin pump. Customer was performed high pressure test and insulin pump alarmed no delivery. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.